Manufacturer narrative:
Additional information: it was confirmed the cable was replaced to resolve the issue. Cable 9733823 zeiss combined; lot 180821; product (upn): (B)(4); mfg date: 2018-08-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable connecting the microscope and the navigation system was damaged. That was the reason why only channel red was displayed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated the multivision view in the microscope was red. There was no patient involved with this issue and the cable between the navigation system and pentero was replaced.